Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that when the first aid crew arrived, an elderly and obese male patient with diabetes was lying in a wheel chair and was unconscious. Then the crew started cprs and connected the device to the patient. The device advised to shock, however when the shock button was pushed, the device started to beep and did not deliver a shock. After approximately 30 seconds, the patient was successfully shocked with a back-up device and the patient returned to spontaneous circulation and was transferred to the hospital. After a few days, the patient deceased.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control further evaluated the device and was unable to reproduce the reported failure. It was observed that the device was not showing the ok sign in the readiness display, had the charge-pak icon illuminated and was able to charge and shock defibrillation energy. The device download was analyzed and it was observed that the device had been used on a patient which triggered the charge-pak icon. Physio-control also observed that the shock switch cover of the device was loose. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. The follow-up medwatch report should indicate: physio-control further evaluated the device and was unable to reproduce the reported failure. It was observed that the device was not showing the ok sign in the readiness display, had the charge-pak icon illuminated and was able to charge and shock defibrillation energy. The device download was analyzed and it was observed that the device had been used on a patient which triggered the charge-pak icon. Physio-control also observed that the shock switch cover of the device was loose. The customer was provided with a replacement device under warranty. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control further evaluated the device and was unable to reproduce the reported failure. It was observed that the device was not showing the ok sign in the readiness display, had the charge-pak icon illuminated and was able to charge and shock defibrillation energy. The device download was analyzed and it was observed that the device had been used on a patient which triggered the charge-pak icon. Physio-control also observed that the shock switch cover of the device was loose. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.the cause of the reported issue could not be determined.